Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer issue was duplicated. The pump was left to perform in application model for 7 hours and it alarmed with error code 42,224. A faulty microprocessor senso was found to be the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump is losing power. There were no reported adverse events.

Manufacturer narrative:
Additional information: h6, h10. Additional information received that there was no patient injury.